Manufacturer narrative:
This product is not marketed in the u.s. No code available (significant reduction of ica). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a vticm5_13.2 diopter -4.5/+3.5/x175 diopter into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, excessive vault and reduction of irido-corneal angles (ica) was reported. The lens remains implanted.

Manufacturer narrative:
-Updated: lens explanted; problem is resolved. (B)(4).

Manufacturer narrative:
Additional data: device evaluation: the lens was returned dry in a lens case/ vial. Visual inspection found the lens haptic to be bent. Dimensional inspection found the lens to be within specifications. (B)(4).